Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the lead exhibited a noise problem.

Event description:
New information received on 25 jan 2020 indicating that the noise was over-sensed resulting in inappropriate mode switch episodes. The patient did not experience any consequences as a result. No intervention was performed and the patient would be continued to be monitored.

Event description:
New information on dec 22, 2020 received indicated that programming changes were discussed. No intervention was performed.